Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported the device did not work. The test showed error 3b (invalid hp parameter). No patient consequence.